Event description:
It was reported that the universal battery charger only had one set of lights illuminating even though four batteries were in the slots. Pocket one had the green light. Pocket two had an s003 error message. Pocket three had a b001 error message. Pocket four had a s002 error message. The battery in pocket three was removed and discarded. The universal battery charger was sent back for repair.

Manufacturer narrative:
No patient involvement. Manufacture¿s investigation conclusion: there were incidental findings of damaged/shorted components associated with fluid ingress. The reported event of red lights on the charging slots was confirmed. Visual inspection of the universal battery charger (B)(6) revealed the charger was in good condition. The charger was connected to ac power, the device booted up and all four slots activated an error code s0004. The charger was disassembled, and visual inspection revealed a fluid ingress on multiple location/circuits. The fluid ingress was confirmed on both; the logic board (connector area) and the power supply board. Further troubleshooting confirmed damaged/shorted components on the power supply board. In conclusion, the reported error codes on the charging slots were due to damaged components related to a fluid ingress confirmed in multiple locations/circuits. A purchase order for the repair was requested which was declined by the customer. The unit will be scrapped per the customer. The heartmate 3 lvas patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Using the charger is addressed in heartmate 3 lvas patient handbook section powering the system/battery charger overview. This section informs the user the difference between the three lights (green, yellow, or red) located next to the pocket is illuminated. According to this section, a red light means the battery is defective or the charger has a problem. Section charger-related advisory messages covers the different problems/alarms related to the batteries and the charger: charger-related advisory messages the battery charger can detect a problem or fault condition in up to four charging pockets at once (with or without batteries inserted), or with the entire charger unit. The charger alerts you immediately of any problems. Detecting pocket faults: when the charger detects a pocket fault, the red light for the affected pocket comes on, with or without a battery inserted in the pocket. In addition, the charger immediately stops charging or calibrating the battery in the affected pocket, if one is present. To report a battery charger pocket fault: remove the battery from the affected pocket, if one is inserted. Record the alarm code for the defective pocket, if possible: press and hold the number button for this pocket. The alarm code appears on the screen. The alarm code is one letter followed by four numbers. Alarm codes related to pocket problems begin with the letter "s." Record the alarm code and save it for future reference. Important! Do not use the defective charging pocket until it is repaired or until the battery charger is replaced. The pockets that are not defective can still be used. The heartmate 3 lvas instruction for use (IFU) section ¿safety checklist¿ informs the user how to clean the charger: ¿unplug the battery charger and clean the exterior surfaces using a clean, damp (not wet) cloth. You may use a mild, non-abrasive cleaner, if necessary. Do not submerge the charger in water or liquid. Section ¿battery charger overview¿ cautions the user: keep the battery charger dry and away from water or liquid. If the battery charger comes in contact with water or liquid, if may fail to operate properly or you may get a serious electric shock. The device history records were reviewed and the records revealed that the ubc was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.